Manufacturer narrative:
The one-step pediatric CPR electrode was not returned for evaluation and the lot number is unknown, as the customer reported the pads were discarded. A video provided by the customer showed the pad was removed from the top of the styrene liner instead of pulling the red tab from the bottom as instructed in the device's instruction for use. The complaint is closed as device used incorrectly. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
This device has an UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), pads damaged during opening/removal of packaging and the electrodes would not adhere to the patient's skin. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.